Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a hip arthroscopy, the final layer of two (2) super multivac's coagulation electrode, measuring approximately 3x4x0.5 mm, peeled off at the very beginning of the surgical procedure. The piece of metal of one of the wands was removed, however, the other metal piece floated to an arthroscopically inaccessible location in the hip (back side of the femoral neck), but with no harm for the cartilage/patient. Surgery was completed with a back-up device instead. There was a surgical delay greater than 30 minutes, and no further complications were reported. Patient is on rehab post-op.

Manufacturer narrative:
H10 h3, h6: a device deficiency was identified, the root cause of the reported event could not be determined since the device was not returned for evaluation. A clinical review states that two undated fluoroscopic photos were provided for review and confirms the present of a retained fragment at the time of the image. Based on the limited information provided the clinical root cause of the reported electrode breakage could not be determined. We are currently unable to rule out a procedural variance as a contributing factor to the reported event, nor can we confirm that the device function as intended. The wand is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Factors that could have contributed to the reported event include (1) hitting the device tip against a hard surface. 2) using the device as a lever to enlarge surgical site. 3) mechanical displacement of tissue through applied force. 4) activating the device above recommended settings for prolonged periods of time). Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.